Event description:
A non-health care professional reported that during an intraocular lens implantation the lens was switched out during same surgical procedure as the capsular capture was not adequate to center the lens. There was patient contact. Additional information was received stating the lens was centered however the capsule was unable to support the lens due to a tear. The lens was replaced with an three piece anterior chamber lens in the same procedure. The prognosis was good and the symptoms had resolved. The patient was not hospitalized for the event.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Additional information was received stating capsular capture was not adequate to center/align the lens.

Manufacturer narrative:
Additional information provided in b.2., b.5., e.1., h.3., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. The manufacturer internal reference number is: (B)(4).